Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal intervention procedure a vessel spasm occurred. The physician stated that while using a kinetix plus guidewire in a small and unhealthy, unspecified lesion, the tip of the kinetix plus device caused a vessel spasm which required treatment with nitroglycerin. No additional patient complications were reported and the patient's current condition is listed as "fine". Additional information was requested but is not available.

Event description:
It was reported that during a percutaneous transluminal intervention procedure a vessel spasm occurred. The physician stated that while using a kinetix plus guidewire in a small and unhealthy, unspecified lesion, the tip of the kinetix plus device caused a vessel spasm which required treatment with nitroglycerin. No additional patient complications were reported and the patient's current condition is listed as "fine". Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).